Event description:
Mentor silicone gel implants inserted on (B)(6) 2013. Symptoms started appearing in 2015 and steadily progressed until removal of breast implants on (B)(6) 2019. Symptoms include: hand tremors, frequent infections, tinnitus, joint pain (neck, back, elbows, wrists, hips, knees), peripheral neuropathy, chronic neck and back pain requiring quarterly steroid injections, brain fog, memory loss, panic attacks, anxiety, social anxiety, fatigue, headaches, body odor, eye infections, hot flashes, temperature intolerance, weight gain then unexplained rapid weight loss, abdominal pain, hypothyroidism, breast pain, abnormal mammograms, skin rashes, vision problems, and other symptoms. I had to take leave of absence from work this past 3 months due to severity of symptoms. I know the breast implants are responsible for my illness because symptoms either resolved or diminished after breast implant removal and capsulectomy on (B)(6) 2019. The only reason I set the date above to 04/24/2019 is because that is when I learned about breast implant illness and linked my symptoms to it. Surgical removal of device. FDA safety report ID # (B)(4).